Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had read low (<20 mg/dl) shortly after a bolus while wearing the pod. Symptoms reported include hypoglycemia and vomiting. The patient consumed carbohydrates and the school nurse had suspended the basal rate on the patients personal diabetes manager (pdm) . Upon arrival at the hospital the patients blood glucose level was 167 mg/dl. Once at the hospital the patient was diagnosed with a stomach virus in which they were told had been caused the vomiting and ketones. The patient was treated with zofran. The patient was released from the hospital after 7 hours.